Event description:
In 2003 the hospital was notified of an urgent recall. A counterfeit product labeled prolene polyproylene mesh sold under the ethicon brand name was in the distribution stream. Upon investigation it was discovered that there was a box meeting the description of the counterfeit product in the or. A retrospective review for one year was conducted and found that nine pts were implanted with the counterfeit product.